Event description:
The m1 anatomy was tortuous and the thrombus was lodged in an acute bend just distal to the ica/mca takeoff. The physician deployed four merci retriever x6 devices. The first three retrievers retrieved a small thrombus, but the vessel was still occluded. The fourth x6 retriever was deployed, torqued according to the instructions for use (using 5 clockwise revolutions) engaging the device within the occlusion. The microcatheter was positioned over the proximal end of the plantinum coil prior to pullback. The physician slowly withdrew the retriever and experienced significant resistance. The retriever straightened, then fractured, resulting in a separation of the distal tip. The detached distal tip remined at the site of the occlusion. Seven attempts were made to retrieve the detached distal tip, but none of the attempts were successful. No patient injury/adverse clinical sequelae occurred that was directly related to the fracture of the retriever. Additional patient information: the patient experienced an infarct of the mca territory with significant mass effect and was made do not resuscitate (dnr) the day after the procedure and died approximately one week after the procedure. The infarct and subsequent death were attributed to the initial stroke. The physician stated that the device fracture occurred within the target vessel segment (in the occlusion) and did not affect the surrounding tissues, did not result in additional thrombus or occlusion and did not worsen the patient's outcome as she was already suffering from a significant occlusion.